Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, contact was unable to provide a cgm blood glucose (bg) reading and a meter bg reading at the time of the event. Customer "reported seeing "low" (specific value not provided) on pump." The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.